Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. It was noted that during the implantation of the leadless implantable pulse generator (ipg) the patient experienced blood loss, dissection and cardiac perforation. It was further reported that the micra introducer appeared to "jump forward". The leadless ipg was attempted/not used and removed.

Event description:
It was reported that the patient died. It was noted that during the implantation of the leadless implantable pulse generator (ipg) the patient experienced femoral complications resulting in dissection and blood loss. It was further reported that the micra introducer appeared to "jump forward". Once the introducer was removed arterial blood was pumping out of the groin. Manual pressure was attempted, a femoral artery compression device was applied, but hemostasis was not maintained. The vascular surgeon was called in and the patient was transported to the surgical suite. However, the patient passed away from femoral complications.

Manufacturer narrative:
Corrected: b5; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.